Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited atrial channel oversensing of ventricular signals. Technical services (ts) noted there was likely some competitive pacing, likely an accelerated junctional rhythm. Technical services (ts) discussed programming optimization. This crt-d remains in service. No adverse patient effects were reported.